Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an issue with the patient programmer. They were unable to adjust stimulation. The display showed "call your doctor" icon. This reporter noted a por (power on reset) condition. Subsequently, it was noted that the patient's neurostimulator had a low battery. Therapy impedance revealed greater than >4000 ohms. They were unable to measure electrode impedance. Additional information was requested.